Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 40 ml of solution in the reservoir. Visual examination of the device noted no flow at the luer. Force priming was attempted, but no flow was observed. The tubing was cut in order to drain the device, but after 24 hours flow stopped and 20 ml of solution remained in the reservoir. Since the solution remained in the reservoir, a functional flow test could not be performed and the underinfusion condition could not be confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Report# 6000001-2012-05459 was submitted to address the no flow condition found during device evaluation.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that a 0.5 ml/hr infusor underinfused during patient use. A volume of 40 ml was infused over the course of 120 hours rather than 80 hours. This implies a 0.33 ml/hr flow rate, which is 67% of the expected flow rate. The total fill volume was 60 ml, but the concomitant medical products are currently unknown. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.